Event description:
As stated by the customer (B)(6) 2010: a caregiver was removing a veteran from the tub using the chair lift. The operation of the chair lift was within appropriate usage. The veteran did have the appropriate seat belt applied. During the movement which involved the chair lift being at waist height for the nursing staff member, the veteran suddenly lunged forward. This movement caused the chair lift to become unbalanced and fall towards the staff member with the veteran still seat belted in the chair. The staff member was able to upright the chair within minimal harm to both herself and the veteran.

Manufacturer narrative:
(B)(4). Incidents involving medical devices manufactured by arjo (B)(4) will be reported by us, the legal MFR, arjo (B)(4) on behalf of our sales and distribution company in (B)(4), arjo (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation. (B)(4).